Manufacturer narrative:
No device malfunction was reported and the device was not explanted. Serial number not provided for history review. The IFU states under post operative care that the patient should be instructed to contact the physician immediately if dyspareunia occurs. The observed occurrence rate is consistent with ams risk management documentation.

Event description:
Patient was implanted with apogee on (B) (6) 2007. On (B) (6) 2007, physician reported worse dyspareunia than before. Intervention: resection of transverse band vagina. Event status: resolved on (B) (6) 2007.